Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the therapy was working really well for the patient the first night and got 6 hours of sleep before waking up. However, the second night the patient did ¿terrible¿ and they wondered if they were supposed to be ¿setting something¿. It was confirmed that the stimulation was currently on. Therapy considerations (e.g. Not always feeling the stimulation) were reviewed with the patient along with how to increase the stimulation. The patient was going to leave the stimulation at 0.6 volts and monitor their symptoms. There were no further complications reported or anticipated.